Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: pt was receiving IV cell cept and cell cept was leaking from the phaseal optima, closest connection to the patient's clave. Rn tightened connection, less than 5ml leaked. Leaking occured between the needleless connector and the optima connector.

Manufacturer narrative:
Initial MDR, customer reported issue was with the connector but provided injector material number. This MDR reflects that as that is what the customer provided. Follow up attempts to gain clarification are on-going and if clarification is given, a supplemental will be submitted.